Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false positive architect total b-hcg results on one patient. The results provided were: on (B)(6) 2021 initial=3.75 miu/ml (<or=5.00 miu/ml=negative) /repeated=87.52 miu/ml (>or=25.00 miu/ml=positive) and 166.36 miu/ml /after troubleshooting repeated same specimen=238.28 miu/ml, 235.46 miu/ml and 231.89 miu/ml /on (B)(6) 2021 at another laboratory=<1.2 miu/ml there was no reported impact to patient management.

Manufacturer narrative:
The field service representative (fsr) inspected the analyzer and observed a leak from the probe next r (03r85-01). The probe was replaced which resoled the issue. A review of the architect I processing module, (B)(6) service history found no contributing factors on or around the date of the complaint. A review of tracking and trending of the architect i1000sr did not identify any trends associated with the complaint issue. A review of tracking and trending did not identify any trends for the probe next r (03r85-01). A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the i1sr01700 service history was performed and no additional erratic results pre- or post the current complaint were identified. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem and component replacement, removal and verification of the probe. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the architect, (B)(6), or the probe next r (03r85-01).